Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) high out of range shock impedances were displayed. The physician turned off all electrical equipment and measured again with shock impedances measuring above 125 ohms. The device was removed from the pocket and the lead were checked and everything was connected correctly. The shock coils were removed from the header and cleaned and impedance measurements were still at 125 ohms. The device was tested with a 21 joule shock and after dft testing the impedance measurement was 55 ohms. This implant was completed successfully with normal impedance measurements obtained. No adverse patient effects were reported.